Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had intermittent and no response on several buttons. Button weren't pressed for longer than 3 minutes. Insulin pump was not bumped or dropped. The battery changed and the battery cap was cleaned. The anomaly persisted. Insulin pump will be returned for analysis and replaced. Nothing further reported.